Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h4, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. The event is preventable by handling device in accordance with the following IFU which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.;

Event description:
No additional information received from customer.

Event description:
It was reported that the gif-xz1200 was insufficiently reprocessed. The scope was reprocessed while mold was present in the water filter of the endoscope reprocessor. The issue occurred during reprocessing and there were no reports of patient harm or injury.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.